Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Other- specify in comments bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00966253 case subject: npi 8015 error 800.8000 in the log account name: blessing hospital account #: 10056696 asset name: 8015bd pcu dom v9.33.1.2 a/b/g/n asset location: contact: dennis leapley contact email: dleapley@denserv.com contact phone: 217 223 8400 x.6175 contact mobile: patient or user involvement: no patient or user harm: no case description: dennis had error 800.8000 in the error logs. He was not able to duplicate the error. Failure device type: failure problem type: failure mode: case resolution: I advised dennis it could be a hick up in the software or there was an interference with the device. I recommended dennis to perform a test and complete pm on the unit. Dennis will clear the error logs and keep an eye on it. If the error comes back, dennis will re-flash poc software. Ref:_00d30y0yr._5000l1qjpt3:ref